Manufacturer narrative:
(B)(4).

Event description:
It was reported that the retainer ring was loose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical block error alarm. The customer¿s blood glucose level was 130 mg/dl. Customer reported that the insulin pump had loosened retainer ring. The insulin pump will be returned for analysis.